Manufacturer narrative:
The peritonitis occurred on an unknown date. Upon follow up, it was reported that the patient was hospitalized the same day as event onset. On unreported date(s), the patient received treatment with intravenous (IV) and intraperitoneal (ip) cefazolin injection (dose, frequency and duration not reported) and IV and ip ceftazidime (fortum) injection (dose, frequency and duration not reported) for peritonitis. The cause of the bacterial peritonitis event was reported as due to a use error associated caused by changing of the patient line connector from hytrel to camex. It was further elaborated that this change affected the techniques of the patient/caregiver during use. An autopsy was not performed. Concomitant products: dianeal pd2 1.5% twinbag. Upon further investigation, it was reported the cause of the peritonitis was reported to due to a use error associated with the camex patient line connector on the pd solution bag which is a drug product; therefore, the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to the event. The cause of the peritonitis was not reported. It was reported the patient was seen by a medical professional as a result of the event, however it was not reported if the patient was hospitalized. On an unreported date, the patient began unspecified treatment for the peritonitis (doses, frequencies and routes were not provided). On an unreported date the patient passed away. The cause of death was reported to be due to peritonitis. Pd therapy was ongoing until the time of death. No additional information is available.